Event description:
A customer contacted beckman coulter (bec) reporting that the coulter ac*t differential hematology analyzer recovered erroneously low hemoglobin (hgb) and hematocrit (hct) on two (2) patient samples. The erroneous results were reported outside the laboratory for both patients. Both patient samples were re-run at the reference laboratory on the sysmex producing higher hgb and hct results. The original low results were reported to the physician. The physician admitted both patients to the hospital for a blood transfusion. This report documents one (1) of the two (2) patients (patient #1) involved in this event. The hospital then re-drew and re-tested the patient's sample before being transfused and obtained a higher hgb result yielding above 9.0 g/dl. The patient was no longer transfused based on the higher result. There is no report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The samples are collected in vacutainer edta tubes. Method of analysis and centrifugation information was not provided by the customer. Bec field service engineer (fse) was dispatched to evaluate the instrument. The fse inspected the instrument and could not find any obvious issues with the instrument. As preventative maintenance the fse replaced filters, pump tubing and check valves, cleaned the vacuum chamber and verified the instrument. Tubing specific information has not been provided. The fse did state the laboratory's hgb recovery on their current lot of controls showed a low bias and recommended that the laboratory establish its own mean between the act diff and the sysmex analyzer. The failure mode cannot be determined with the information provided. MDR 1061932-2013-01886 is related to this event and documents patient # 2 of this event.